Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The cause of the event could not be determined as the failure could not be confirmed. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was not confirmed. The subject device was tested with two different video processors and the customer¿s allegation was not replicated. The subject device passed all functional testing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer¿s sales representative reported to olympus, there was a connection issue. No image on the camera head prior to an unknown diagnostic procedure. Upon troubleshooting the color bar was displayed. The procedure was completed without delay using a similar device. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of no image.